Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they started having severe pain in lower back. It was the same pain that patient had before they got the implant. The pain started the day before yesterday. Patient confirmed the implant was turned on and patient could turn it up and feel the vibration. Patient tried all the groups. Patient started on group a and was moved to group c. Patient went back to group b this morning. Patient changed to another group and it made no difference and patient still had pain. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the consumer reported they think the implant may have shifted and torn inside causing pain. They met with the rep and checked the software and the doctor prescribed medication. They were going to follow-up with their doctor.